Event description:
The rn noticed leaking from utilized lumen, and upon examination found the protruding blue piece from the luer lock access device lodged in the microclave of the patients PICC lumen. I also visualized blue piece lodged in microclave and noted the absence of the protruding blue piece from the luer lock access device.